Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, based on the information received, it was suggested that the patient accumulated loose skin from the break-down of fat around the ipg pocket following weight loss which led to the ipg movement. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022.the patient reported that following weight loss, they have accumulated loose skin from the break-down of fat around the ipg pocket. The patient was noticing the ipg move when performing activities such as bending down, changing elevation level and while laying down to sleep. The patient felt the ipg was moving up to 180 degrees. The patient was advised to contact their care team. A pocket revision was approved and was successfully performed on (B)(6) 2024. The ipg was placed in an antibacterial pouch and anchored to the fascia. As of (B)(6) 2024, the patient reported that they were doing great.